Event description:
The consumer reported that she was not feeling stimulation and she wanted to check if the device was on, therapy was not on. When therapy was turned on and amplitude increased; the patient felt stim in the correct area, the situation resolved. The patient had issues with bowel control due to lack of education on the use of the patient programmer. She changed her diet and believed that she saw some improvement. The doctor told the patient not to use the programmer and she used it for the first time on (B)(6) 2016. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.